Manufacturer narrative:
One unused device was returned for eval. The package was visually inspected and a breach was identified. The complaint was confirmed. The root cause is attributed to rough of improper handling after the product was sealed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.